Manufacturer narrative:
No product was returned for investigation. No radiographs were provided to confirm the event. No root cause can be identified at this time. "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Remains in-situ.

Event description:
On (B)(6) 2017 a patient underwent an extreme lateral interbody fusion procedure at the l2-l5 levels. Post-operative radiographs showed that the cages placed in the l2-l3 and l3-l4 levels slightly shifted. No patient injury was reported nor plans for a revision surgery.